Event description:
It was reported that the ceramic head wore through the ceramic liner and metal sleeve. The ceramic liner was fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.